Manufacturer narrative:
While attempting to deploy a smart control 6mm x 150mm x 150 self-expanding stent (ses) in the mid superficial femoral artery, there was no problem until the physician turned the dial and the stent deployed few millimeters from the shaft. However, the stent no longer deployed when the dial was turned. The physician pulled the handle and tried to remove the device. The stent then came out of the shaft and was deployed on the stenosis part. The device was removed, and the procedure was completed. An ipsilateral antegrade approach was initially made from the left femoral artery. A short 6f non-cordis sheath was used with the device. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17860335 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the limited information provided, the reported ¿stent delivery system (sds)-ses~ deployment difficulty-premature/in patient¿ and ¿tuning dial (smart control only)~ rotation difficulty¿ could not be confirmed and the exact root cause could not be determined. Procedural and or handling factors such as the user¿s interaction with the device as well as vessel characteristics (although unknown) may have contributed to the reported events. According to the instructions for use ¿slack removal a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This device is not sold in the u.s but is similar to other smart control stents sold in the u.s.

Event description:
While attempting to deploy a 6mm x 150mm x 150 smart control self-expanding stent (ses) in the mid superficial femoral artery, there was no problem until the physician turned the dial and the stent deployed few millimeters from the shaft. However, the stent no longer deployed when the dial was turned. The physician pulled the handle and tried to remove the device. The stent then came out of the shaft and was deployed on the stenosis part. The device was removed, and the procedure was completed. There was no reported patient injury. An ipsilateral antegrade approach was initially made from the left femoral artery. A short 6f non-cordis sheath was used with the device. The device will not be returned as it was discarded in the hospital.